Manufacturer narrative:
This report is for an unknown matrixrib screws / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a chest reconstruction on (B)(6) 2019 screws would not lock into an 8-hole plate. The patient presented to the hospital with a blunt thoracic trauma due to high-speed motorcycle accident, which occurred on (B)(6) 2019. He was hospitalized due to high intensity dependent respiratory pain and functional impotence. The patient underwent thoracic tomography that showed multiple right costal fractures, misaligned in the ninth right costal arch. CT scan suggests right lower lobe pulmonary contusion / atelectasis associated with laminar hemothorax. Multiple procedures including were required to treat the injuries. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # unknown). This is report 2 of 2 for (B)(4). This report is for unknown matrixrib screws.